Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed during this time. The device records multiple manual power ups mainly under one minute duration. This may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button or the user was regularly power cycling the device. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded however the one minute manual power ups may suggest the device was switching itself on automatically or the user was manually power cycling the device. The measurements taken during the investigation along with the green status led being constantly lit, would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.